Event description:
Report received from the USA stating that the device "did not activate when pressed," during a surgery. The type of surgery was unk to the reporter. The reporter stated that there was no delay in surgery, as a spare electric foot pedal was available for use. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this is due to user wear over time. The event was confirmed. If additional info is received, a supplemental report will be sent.